Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. The crt-d was explanted and then was used as an external temporary device. The crt-d was removed from service when a new system was implanted. There were no additional adverse patient effects reported. The crt-d was now explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this cardiac resynchronization therapy defibrillator (crt-d) was performed. Initial investigation indicated that the device never triggered replacement indicator while implanted and the allegation against the device was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. The crt-d was explanted and then was used as an external temporary device. The crt-d was removed from service when a new system was implanted. There were no additional adverse patient effects reported. The crt-d was now explanted. Additional information indicated that the patient experienced hematoma. The device reached elective replacement indicator (eri) and was explanted. No additional adverse patient effects were reported.